Event description:
A malfunction alarm identified as malf 16 was reported by the customer. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.